Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a laparoscopic appendectomy procedure on (B)(6) 2024 when it was reported, ¿anchor tissue retrieval bag did not initially deploy when the button was pressed. Then, when it did deploy, the metal tore through the retrieval bag and nearly injured the patient. Failure of instrument occurred while the device was inside the patient.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record review found no abnormalities that would contribute to this reported event. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, trs100sb2, anchor tissue retrieval system, was being used during a laparoscopic appendectomy procedure on (B)(6) 2024 when it was reported, ¿anchor tissue retrieval bag did not initially deploy when the button was pressed. Then, when it did deploy, the metal tore through the retrieval bag and nearly injured the patient. Failure of instrument occurred while the device was inside the patient.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.